Event description:
The complainant reported that a vaxcel pasv PICC was implanted in a male patient in 2007. On four months later, it was found that the device had developed a crack located distal to the suture wing and which resulted in a leak. The complainant reported that the device was successfully replaced and there were no adverse affects to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device would not be returned for evaluation, as it was discarded after explant, consequently; a physical evaluation will not be performed. Without receiving product for evaluation, we are unable to determine if the met specification and unable to definitively determine a root cause for this incident. A similar complaint review was also performed, there have been no previous complaints reported for this lot/batch number of 1064081. This reported lot number of 1064081 for this device had catheter lot number 1057961 packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The device history record review for the packaging lot was found to have met all packaging requirements. During the review of the device history record, deviation report (dr) was found to have been written for a catheter component with a lot number of 1057961. The catheter had a hole in the catheter tubing, located between 25 and 30 cm mark. Manufacturing tested the remaining 145 catheters in the lot. No more defects for leakage were found. The quality assurance department again performed the test per the sampling plan and also found no more defective catheters. The remaining 145 catheters were released and one sample (the original defect) was scrapped. Although the failure mode documented on the deviation report and the failure mode reported on this complaint is similar, the location of the hole is different. It is unlikely that the defect found during the lot inspection contributed to the reported defect. The complaint report for the month of july 2007 was reviewed for the silicone pasv PICC product family. No adverse trends were detected for "leakage" for the last 15 months. In addition, the july 2007 15-month piccs valved complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.